Event description:
The initial reporter received questionable elecsys vitamin d total ii results for one patient tested on two cobas 6000 e 601 modules. On (B)(6) 2022, the patient's initial vitamin d result was reported outside the laboratory. The patient's doctor questioned the reported vitamin d result as it did not fit the clinical picture of the patient. On (B)(6) 2022, the customer performed repeat testing with the patient's sample on the initial e 601 module as well as a different e 601 module. The initial e 601 module had a serial number of (B)(4). The vitamin d reagent lot number was 570753 with an expiration date requested but not provided. The serial number of the other e 601 module was requested but not provided. The vitamin d reagent lot number and expiration date were requested but not provided. (B)(6).

Manufacturer narrative:
The field service engineer determined there were no abnormalities with the initial analyzer. He performed precision testing with acceptable results. He discovered the water pressure was low and performed an adjustment. After the adjustment, he performed qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The vitamin d reagent lot number was 570753 with an expiration date of 31-aug-2022. It was reported a different vitamin d reagent lot number was also used and the lot number was 560785 with an expiration date of 31-aug-2022. It is unknown which vitamin d results were produced with this reagent. The investigation reviewed the calibration and qc results and determined the results were within the acceptable range. The investigation reviewed the system alarm trace and found the following alarms: procell/clean cell short, abnormal sample aspiration, preclean short, and abnormal aspiration. This is an indication of possible poor sample quality. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue and the service findings. The investigation did not identify a product problem.